Event description:
A malfunction with the pump was reported by rubin medical ab, a distributor in sweden. It is unclear whether the incident caused the customer¿s blood glucose level to exceed 500 mg/dl, and there is no available data regarding the blood glucose level at the time of the event. The pump, which was still under warranty, was replaced, and the customer was informed of the replacement. The customer declined to disclose the backup therapy plan, but tandem technical support confirmed the shipping details and provided instructions for returning the defective pump.